Event description:
Following a ptca procedure after one inflation to 14 atm, the balloon was deflated. At this time resistance was felt at the tip of the guiding catheter. Force was applied to remove the catheter from the pt. When the guiding catheter was removed the distal portion of the balloon shaft was missing. The pt was sent to surgery to remove the retained fragment from the left main artery. The product was not returned. It is being held indefinitely by risk management at the hospital.